Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been off for a long time because they did not like ¿getting shocked in her vaginal area¿. The issue started about a year ago and the patient had the device turned off for ¿some time¿. The patient was going try to have the device removed and had an appointment to see a new healthcare professional (hcp). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v096131, implanted: (B)(6) 2008, product type: lead product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).